Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During device replacement due to the advisory, visual insulation damage was noted on the right ventricular (rv) lead near the connection with the ICD header. All electrical measurements were in range. The rv lead was repaired with a non-abbott repair kit and the lead remains implanted and is being monitored. Electrical testing was performed after repair and were within range. The patient is stable. Related manufacturer reference number: 2938836-2017-20607.